Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose level of 511 mg/dl. Customer stated that the reservoirs may be leaking due to the smell of insulin. Customer also stated that she does not hear a click and that the connection between the p-cap may be loose. Customer has already done a set change and the representative was unable to troubleshoot for the possible leak and connection issue. Customer also stated that the cannula was not bent or crimped. No further information reported.